Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the (B)(6) parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that during a cardiac arrest, and after several successful defibrillation therapy deliveries, the device displayed a service led and did not provide defibrillation therapy. The device then proceeded to successfully deliver defibrillation therapy five times. There was no report of patient harm associated with the reported event.

Event description:
The customer contacted stryker to report that during a cardiac arrest, and after several successful defibrillation therapy deliveries, the device displayed a service led and did not provide defibrillation therapy. The device then proceeded to successfully deliver defibrillation therapy five times. The patient associated with the reported event did not survive, however the health care provider involved stated that they do not believe the device use contributed to the patient outcome.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.